Event description:
It was reported by a customer that on (B)(6) 2011 there was no power coming from out of the fiber at 60, 80 or 100 watts and there was no ablation. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that there was a circumferential fracture of the fiber glass cap proximal to the fiber/cap fusion zone. The fiber can rotate independently of the metal cap when the fracture is proximal to the fiber/cap fusion zone. This is indicative of a fracture beneath the metal cap. The metal cap was burnt on the detritus and there was devitrification of the fiber cap at the output window. Based on the analysis the no power/ablation issues were confirmed due to the damages indicated. The identified issues noted above may activate the fiberlife function which would modulate the power to show a pulsing beam or the system would be placed into standby mode. This may also cause forward firing. The joules verified on the fiber card were 1,270 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap were was accelerated which limited the performance of the fiber. The product labeling (product insert 0137-0830) warns that tissue contact or tissue probing may cause fiber damage or breakage.